Event description:
As reported: "the instruments, once the patient had already been anesthetized, were found to be defective and unusable. Our agent had to urgently deliver another instrument, which was withdrawn in an emergency from one of our deposit accounts, causing considerable inconvenience to both customers and significantly lengthening the duration of the operation."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Corrections: please refer to d4 (catalog# and gtin). The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the targeting arm is in good condition overall and shows no sign of damage, wear or deformation. The targeting arm and nail handle could be assembled as intended without any difficulty. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the instruments, once the patient had already been anesthetized, were found to be defective and unusable. Our agent had to urgently deliver another instrument, which was withdrawn in an emergency from one of our deposit accounts, causing considerable inconvenience to both customers and significantly lengthening the duration of the operation."